Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the patient had the listed device in use for approximately 24 hours. Patient had spontaneous respiration for approximately 6 hours and once tired, ventilator use was resumed. A few minutes following ventilator use a leak occurred in the cuff resulting in a desaturation. A new tracheostomy tube was placed. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used sample was returned for evaluation. Examination of the returned sample showed a 10mm tear on the cuff which allowed for leakage. The tear was not determined consistent with an issue that occurred during the manufacturing process. During manufacturing the device is 100% leak tested and the leak seen in the returned device would have been detected during testing if the damage had been present at that time. In this case the tear in the cuff was determined to have occurred during use and was not determined to have occurred due to an intrinsic device problem.